Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the ventricular assist device (vad) coordinator reported visible exposed wires of white power cable upon inspection of the patient's system controller during a routine clinic visit. The log files were obtained and confirmed that there were no alarms and the equipment was operating as expected. The vad coordinator exchanged the patient's system controller without issue. The exchanged system controller will be returned for evaluation.

Event description:
Fluid ingress was discovered during evaluation of the device.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged white power cable was confirmed via visual analysis. The heartmate 3 system controller, serial number: (B)(6), was returned for analysis and a log file was downloaded for review with events spanning approximately 9 days ((B)(6)2021 ¿ (B)(6)2021, (B)(6)2000 timestamp). Events captured on (B)(6)2000 are default dates and were recorded during testing at abbott labs. The log file did not contain any events that would indicate an issue with the system controller. The driveline was disconnected on (B)(6)2021 at 07:46:12 for a system controller exchange. No other notable alarms were active in the log file. The system controller was functionally tested with a test backup battery due to the controller being returned without one. The controller passed all testing. The controller was connected to a mock circulatory loop for an extended period of time and operated at the set speed without any issues. The damaged cable did not prevent the controller from operating as intended. A root cause for the damage to the white power cable was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.